Manufacturer narrative:
The device has been returned and evaluated. Customer report was confirmed. Balloon ruptured distal of the proximal winding, 0.04" x 0.1" of latex is missing, next to the proximal electrode lead wire.

Event description:
It was reported that the balloon ruptured at the inflation test. No pt complications were reported.